Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter stated that a 12.6mm vticm5_12.6 -12.00/1.00/91 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault and the problem resolved. Cause of event was unknown.